Event description:
It is reported that the pt received an acetabular cup, left side and underwent a revision surgery because the pt stated pain and a high cocr level was evaluated in laboratory reports.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with EU durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the us, which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the us. A similar cup, compatible with the metasul ldh femoral head, is cleared in the us and a corrective action for this product was reported to the FDA in july 2008 as correction (B)(4). The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).